Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the complaint is non-verifiable. Due to no similar failures found in the DHR review, inability to confirm failure mode due to no product returned and no other product available from lot to review, and no similar, confirmed complaints within an 18-month period, the root cause of the complaint cannot be determined.should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Femoral head, metal 36mm 12/14, did not stay on after impaction. Second head opened and successful. No delay.